Manufacturer narrative:
Zoll has not received the autopulse battery in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check, an autopulse li-ion battery indicated that it was fully charged. However, when the battery was utilized with the autopulse platform, the device was unable to power on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse li-ion battery was returned to the manufacturer for evaluation and the reported complaint was confirmed. The archive data test result was reviewed and the data confirmed that the battery was used on the reported event date of (B)(6) 2015. Archive data result revealed that on that day, the battery was removed from the charger while a condition cycle was in progress, and although it was subsequently placed repeatedly back in the charger, it was never allowed to remain there long enough to complete the condition cycle.